Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA? Is unknown. No information has been provided to date.

Event description:
It was reported that the pump had a double beep with cassette. No patient involvement and no further details were provided.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact and there was no damage. During functional check, the reported complaint was not duplicated during the investigation. However, found fluid ingression on the downstream sensor that could cause the continuous alarm and disposable detected. Replaced the downstream sensor.